Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure a triclip was implanted successfully. When a second triclip was implanted it was visualized that the first triclip had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. Two additional triclips were implanted to stabilize the slda triclip. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (small atrium, rotated heart, shadowing). The reported poor imaging is related to challenging patient anatomy (calcification) per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.